Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter attached to the surface of the tip (including the objective lens) and to the inside of the air/water supply nozzle duct. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a component analysis showed that the foreign matter was silicic acid and organic silicone derived from medicine. Silicic acid and organic silicone are not components derived from the endoscope, but from medicines such as antifoaming agents and lens cleaners. Possible causes of the foreign matter adhesion include insufficient pre-cleaning, insufficient rinsing, and insufficient drying due to buttons not being removed when storing the endoscope. Additionally, the air/water nozzle had rust thought to be caused by corrosion due to residual cleaning fluid form reprocessing. However, a conclusive root cause on why the foreign material remained was not determined. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested events are described in IFU reprocessing manual ¿chapter 5 section 5 manual cleaning of endoscope cleaning of outer surface¿. Olympus will continue to monitor field performance for this device.